Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager failed. A field service engineer confirmed with the customer and indicated that the work order could be closed, as customer resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system fridge communication bus not connected. The customer reported that due to the malfunction they were unable to pull an injection from the fridge, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.